Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during patient infusion of chemotherapy medication. The medication used was blincyto. As a result, there was both air and skin exposure to the nurses. The customer stated that the set leaked because the spike fell out of the non-baxter bag being used with the spike either immediately or an hour into the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.